Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial number (B)(6). A sample from the patient was tested using the meter, resulting in a glucose value of 90 mg/dl. The facility has a policy to repeat testing if the operator does not believe the result or if the result is > 400 mg/dl. Meter testing was repeated on the patient twice, resulting in glucose values of 450 mg/dl and 469 mg/dl. All measurements were performed within 15 minutes. The customer deemed the repeat value of 450 mg/dl to be correct and the patient was treated based on this result.